Event description:
It was reported that stimulation was shocking the patient at times. It was also stated that stimulation did not pass impedance checks when done by the practice. The full system was replaced. Information received about two weeks later indicated the patient was doing ¿very well¿ following the replacement. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the lead found that all conductors were broken 5 cm from the distal end near the tines. Analysis of the implantable neurostimulator found no anomaly. All circuits were open and there were no shorts between circuits.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v445442, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.